Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Weight unknown / not provided. PMA/510(k) number: k013227. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant body on tooth site #16 was removed due to a fracture. It was replaced with a different implant.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: type of investigation codes were updated: 3331, 4109, 4110, 4111. H6: investigation findings code was updated: 3252. H6: investigation conclusion code was updated: 4307. One (1) impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11). Visual inspection of the as returned product identified bone debris attached to external threads. A fracture at the collar was identified on the implant. Based on the evaluation, the device malfunction has occurred (implant fracture). However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and likely conforming when it left zimvie. DHR review was completed for the subject lot number 1232914. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1232914 for similar event and no other complaint was identified. DHR, sterilization, and complaint history review could not be performed, as the subject item/lot number associated with the reported product (unknown screw) was not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The complaint is related to the functional performance of the device. A definitive root cause could not be identified. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation was incorrect assembly of the abutment/mount to the implant (for example, abutment not seated properly; screw not tightened to recommended torque) user error, inadequate instructions for use or parafunctional habits of the patient over the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.